Manufacturer narrative:
This report is being sent to correct the aware date form 05/28/2020 to 05/27/2020. Reporter occupation: unknown concomitant products: metal stent, unknown make or model investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed from approximately 1.9 cm to 25.1cm. The wire guide is bent from approximately 3.0 cm to 5.0cm and from 15.0cm to 19.0 cm from the distal end. The coil spring is exposed from approximately 1.9cm to 2.1cm from the distal end. A section of wire guide approximately 2.0cm is missing from the distal end. The condition of the returned device confirms that a section of wire guide coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook acrobat¿ calibrated tip wire guide. The physician exchanged the wire three (3) times during the procedure and advanced the wire guide to the pancreatic duct to place the stent. The coating of the wire guide tip (10 cm from tip) peeled off and was stuck in the stent. Other than the coating of the wire guide tip that was stuck in the metal stent, a second of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation: unknown. Concomitant medical products:metal stent, unknown make or model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed from approximately 1.9 cm to 25.1cm. The wire guide is bent from approximately 3.0 cm to 5.0cm and from 15.0cm to 19.0 cm from the distal end. The coil spring is exposed from approximately 1.9cm to 2.1cm from the distal end. A section of wire guide approximately 2.0cm is missing from the distal end. The condition of the returned device confirms that a section of wire guide coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook acrobat¿ calibrated tip wire guide. The physician exchanged the wire three times during the procedure and advanced the wire guide to the pancreatic duct to place the stent. The coating of the wire guide tip (10 cm from tip) peeled off and was stuck in the stent. Other than the coating of the wire guide tip that was stuck in the metal stent, a second of the device did not .remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.